Event description:
Swab or component issue. Customer stated, "I noticed the liquid was discolored and smaller amount than usual so it was concerning. Also, everytime I take this test my symptoms are far worse than the last! It's like it's making covid stronger in my body or something. When I don't take the test, my symptoms are mild and go away quickly like a common cold. Something is off about this test. Maybe there is something in that cotton swab that as soon as you enter it into your nose there's a bad drug interaction or something. Please make the public aware again. I had no idea there was a recall or an expiration date for these test. I am not well and I know it's because of this test kit." Mw5161255

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Swab or component issue. Customer stated, "I noticed the liquid was discolored and smaller amount than usual so it was concerning. Also, everytime I take this test my symptoms are far worse than the last! It's like it's making covid stronger in my body or something. When I don't take the test, my symptoms are mild and go away quickly like a common cold. Something is off about this test. Maybe there is something in that cotton swab that as soon as you enter it into your nose there's a bad drug interaction or something. Please make the public aware again. I had no idea there was a recall or an expiration date for these test. I am not well and I know it's because of this test kit." Mw5161255.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2020165 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The product expired on feb. 22, 2024, and it is stated clearly in the product IFU, "do not use the test after the expiration date shown on the test cassette pouch." The swabs provided by our company complies with relevant regulations on biocompatibility, and any discomfort may result from individual differences. The root cause is not decided, and we will trace similar issue. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.